Event description:
Baxter reports a customer reported the transfer set was replaced twice because of leaks of the periotoneal dialysis fluid through the tubing. The transfer set was placed in october 2004(no more than 4 months). No patient injury or medical intervention was associated with this incident.